Event description:
A customer reported a cartridge alarm 30 that occurred during pumping. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.